Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) of reue0617 showed three other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported that when the PICC was fully inserted, the pt sat up and reported having trouble breathing, face turned pale with distinct white spots on cheeks; possibly hives? Oxygen applied, symptoms did not resolve quickly despite pulling catheter back several cm. Therefore PICC was removed, discussed with doctor and PICC was reinserted (pt agreeable) 5cm less length, tip in upper svc.